Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced "circuit disconnect, motor fault, vent inop, low pip, low ve and transducer fault" alarms. The customer confirmed that there was no patient involvement associated with the reported issue.